Event description:
It was reported that two days post implant of the right ventricular (rv) lead, a pacer spike with no capture was noted. An interrogation was performed and revealed that the r wave amplitude had dropped dramatically to below the normal range and there was intermittent bipolar capture. It was noted that the lead had dislodged and there was a small perforation of the rv. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.